Manufacturer narrative:
Medtronic received additional information that the cause of the bleeding was a rupture at the annular level associated with weakened tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the device, medtronic is unable to determine a relationship between the product and the clinical observation. Section d information references the main component of the system. Other relevant device(s) are: product ID: 310c27, serial/lot: (B)(4), use by date: 2022-02-12 UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 27mm mitral bioprosthetic valve, a maze procedure was performed with occlusion of the atrial appendage. Due to a heavily calcified annulus, the physician excised the both the posterior and anterior mitral leaflets and debrided the anterior and posterior annulus prior to suture placement into the annulus. The valve was then implanted without issue and when tested, the leaflets functioned properly. The patient was temporarily weaned off cardiopulmonary bypass (cpb) to check valve function and transesophageal echocardiogram (tee) noted a slight central jet regurgitation and a slight rotation of the stents, which the physician deemed acceptable. The patient was then placed back on cardiopulmonary bypass (cpb) and the case was completed as per protocol. The patient was weaned off bypass. During this time, the patient experienced av dissociation which led to emergency procedures and the patient was placed back on pump in order to control bleeding. The decision was made to reconstruct the annulus and repair the posterior wall of the heart with pericardial tissue. Following this reconstruction, a second smaller 25mm bioprosthetic valve was implanted and tested. The valve functioned normally upon test and tee examination. The physician then attempted to wean patient from bypass when the patient experienced significant bleeding from the repaired site. Emergency measures were taken to support the patient but ultimately were not successful and the patient expired on the operating table. The physician reported that the death was not related to either valve or its function nor was there any allegation that the valves contributed to the patient's death.